Event description:
The customer reported experiences with intermittent boot up issues. It is likely the system intermittently failed to entirely boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.